Event description:
Reporter indicated a vns therapy patient's generator could not be interrogated. The last successful interrogation was performed in 2008. The patient was set on rapid cycling. The patient had somewhat recent increase in seizures and fell with a seizure. The relationship of the seizures to the vns therapy is unknown at this time. A battery life calculation revealed the generator was -1.18. The patient underwent generator revision surgery due to normal end of service. The generator has been returned to the manufacturer and is pending analysis. Good faith attempts to obtain additional information have been unsuccessful to date.